Event description:
The customer contacted physio-control to report that their device would not power on. When a battery is installed the device beeps but does not power on. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to a failure of a crystal, designator y4 from the digital pcb assembly. The crystal was found to not oscillate which caused the device to display the on and shock leds and sound the alert tone with no power on.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.